Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin flow block. The customer reported blood glucose value of 630 mg/dl. The customer reported hyperglycemia, malaise, headache, visual disturbances, cramp(s) /muscle spasm(s), pain, elevated ketones/diabetic ketoacidosis, fatigue treated with IV insulin drip (intravenous insulin infusion), hospitalization: overnight stay, insulin pump (subcutaneous insulin infusion), hospitalization: overnight stay, hospitalization: overnight stay, hospitalization: overnight stay, hospitalization: overnight stay, hospitalization: overnight stay, hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion), hospitalization: overnight stay. The event involved product(s) mmt-332a, mmt-397a, mmt-1884. Troubleshooting was performed. Customer was not using the auto mode/smart guard feature at the time of the event. Customer has been using the insulin pump system within 48hrs of reported high bg event. Customer declined to continue with troubleshooting. Customer reported a past insulin flow blocked alarm. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-397a. Customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 08-oct-2024, there is no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 08-oct-2024 listed on smartsolve due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 08-oct-2024 in the formatted history file. Lostsensor1alert (780) was found on: 10/07/2024 07:21:00.000 sensorexpiredalert (794) was found on: 10/08/2024 18:05:13.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No pump/transmitter communication anomaly noted. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the event date of 08-oct-2024. However, no delivery alarm/insulin flow blocked alarm was found on: 10/07/2024 01:35:15.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 10/07/2024 01:45:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 10/07/2024 02:09:32.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 10/07/2024 02:10:16.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 10/07/2024 10:37:09.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 10/07/2024 10:47:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 10/07/2024 11:22:30.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 10/07/2024 11:24:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 10/07/2024 11:27:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 10/07/2024 11:30:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 10/07/2024 11:47:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 10/07/2024 11:50:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 10/07/2024 11:55:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 10/07/2024 11:56:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 10/07/2024 11:57:22.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 10/07/2024 11:58:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 10/07/2024 12:07:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 10/07/2024 12:29:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 10/07/2024 12:50:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. Insert battery alarm was found on: 10/05/2024 19:26:50.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for no delivery alarm/insulin flow blocked alarm and pump/transmitter communication anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.